Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: between fallopian tube and uterus') and genital haemorrhage ('gen. Abnormal. Bleed') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included gallbladder removal since (B)(6) 2014 and chlamydial infection. Concomitant products included lisinopril since 2009 for blood pressure high and chronic kidney disease. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced migraine ("migraine"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurry vision") and arthritis ("arthritis"). In (B)(6) 2014, the patient experienced abdominal pain ("pain: abdominal pain"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced anxiety ("psych injury: anxiety"). On (B)(6) 2017, the patient experienced tooth disorder ("dental problems"), 7 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced urticaria ("rashes and skin condition type: hives"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, dyspareunia, urticaria, anxiety, fatigue, mood swings, weight increased, migraine, alopecia, tooth disorder, vision blurred, nausea, hot flush, vaginal haemorrhage, menorrhagia, abdominal pain, arthritis and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, arthritis, device expulsion, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, nausea, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion/non-opacification of either fallopian tube consistent with occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: reporter information was added, events was updated- migration of essure device location of device: between fallopian tube and uterus, event pt changed from device migration to device expulsion. Event was added- hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain: abdominal pain, arthritis and stomach pain.events was updated rash to hives. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, rash, skin disorder, psychological trauma, fatigue, hormone level abnormal, weight increased, migraine, headache, alopecia, tooth disorder, visual impairment and nausea outcome was unknown. The reporter considered alopecia, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, psychological trauma, rash, skin disorder, tooth disorder, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) conducted (unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: migration, dyspareunia, gen. Abnormal. Bleed, rash, skin condition, psych injury, fatigue, hormonal changes, weight, gain, migraine, headaches, hair loss, dental problems, vision problems, nausea. Reporter's information was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.